Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported synced with implant and implant was off. The patient services clarified and stated she did not turn implant off and did not know how implant turned off. The patient stated on the day of the call was the first time she noticed her stimulator was off. The patient was able to turn implant on and felt stimulation. The patient was able to turn stimulation off. The indications for use for this patient were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.